Event description:
Occurrence of an abnormal EKG due to an old myocardial infarct in a consumer who uses poligrip (super poligrip original denture adhesive cream) paste for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included cigarette smoker. Pt has been using the poligrip (super poligrip original denture adhesive cream) paste daily for about five to ten years and in 2002, had an abnormal electrocardiogram which was attributed to an asymptomatic heart attrack. They underwent a triple coronary artery bypass surgery. They continue to use the poligrip (super poligrip original denture adhesive cream) daily. Manufacturer comment: super poligrip original denture adhesive cream was manufactured in dungarvan, ireland and neither the lot number nor the product are available. No corrective actions have been required based on this report.